Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, b6, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture." Record is for right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed partial delamination of the diaphragm valve assessed as adhesive failure also observed broken of valve seat diaphragm valve assessed as cracked valve seat diaphragm valve. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "rupture." Record is for right side. Device has been explanted.